Event description:
The pump was returned for worn button symbols. During evaluation, the keypad buttons were found to be intermittently responding and contamination was found under the button contacts. This report is made based on the results of evaluation.

Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(4) 2012. The keypad symbols were observed to be worn but the keypad was found to be intact. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts. Unrelated to the issue, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.